Manufacturer narrative:
The customer has indicated that the device will not be returned to zoll for evaluation. The customer reportedly replaced the device's multi-function cable and returned the device to service. The multi-function cable was not available for evaluation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.